Event description:
It was reported that the patient passed away due to end-stage heart failure with an outflow graft occlusion complication.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced fluid overload and elevated liver function tests. A computed tomography scan revealed an outflow graft occlusion. A stenting procedure was performed on (B)(6) 2022. The patient passed away on (B)(6) 2022 due to end stage heart failure and outflow graft occlusion complications. The patient had right heart failure prior to the left ventricular assist device implant, and the device did not contribute to the patient's right heart failure.

Manufacturer narrative:
Manufacturer's investigation conclusion: the type of outflow graft occlusion could not be confirmed through the submitted images or the evaluation of heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6). Additionally, a direct correlation between (B)(6) and the reported patient outcome could not be conclusively established. (B)(6) was returned assembled with the driveline (dl) intact. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outlet elbow) was returned attached to the pump¿s outlet port. The bend relief collar was returned secured over the sealed outflow graft bend relief hardware. Visual inspection of the sealed outflow graft prior to disassembly revealed evidence of several metal stents inside the graft lumen as well as a lengthwise cut in the distal portion of the graft material. This cut was precise and appeared to have occurred during explant. Upon disassembly, the graft was free of distortion such as twists or kinks. Additionally, there was no abnormal accumulation of tissue over any part of the graft. The lumen of the graft revealed no evidence of developed or adhered depositions or thrombus formations. Due to the prior stenting and the returned state of the sealed outflow graft, the reported outflow graft occlusion observed during patient support could not be confirmed. Upon disassembly of the (B)(6), visual inspection of the blood contacting surfaces within the pump revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a functional issue. The pump was cleaned, and the bearings, rotor and blood contacting surfaces were examined under a microscope; no anomalies related to wear or damage were observed. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. Incidental findings: a superficial tear in the silicone jacket of the dl was observed approximately 19¿ from the pump housing. Additionally, layers of tape were observed approximately 15"-19" and 22"-36¿ from the pump housing, indicating further potential damage to the silicone jacket. The heartmate ii lvas IFU, rev. C, and the heartmate ii patient handbook, rev. C, are currently available. Section 1 ¿introduction¿ of this document lists the potential adverse events that may be associated with the use of heartmate ii left ventricular assist system, including death. Section 5 of the IFU outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Sections 6 and 8 of the IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.